Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) noticed the saturated venous oxygen (svo2) was low 58-59% and partial pressure of oxygen (po2) was 400 mmhg on the blood parameter monitor (bpm). The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: this observation was seen immediately after this bpm was upgraded to version 1.69 software by (B)(4) technician. On the introduction of cpb, prior to an in-vivo calibration, the svo2 measurement was much lower than usually seen during this time of cpb. The bpm measured svo2 was 58-59%, when usually in the range of 70-80%. The arterial po2 was 400 mmhg and the arterial blood flow was within the estimated target flow for this sized patient. An in-vivo calibration was done and the svo2 was actually about 10-15% points higher than the bpm value. The svo2 of the bpm was adjusted to the laboratory analyzed value, and the bpm appeared to be reasonable the remainder of the procedure (no further in-vivo calibrations completed) based on color of the blood and other clinical indicators (edwards cardiac output and oximetry catheter) as this was a beating heart procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00421. The edwards cardiac output computer with venous saturation probe was 10 points higher.